Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) could not be interrogated during a routine follow-up appointment using the quick start feature. It was also reported that the ICD would not emit tones with a magnet application.